Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that both coils encountered heavy resistance at the gap between non taped coiling sheath and microcatheter hub. The break was located at the gap between non tapered coiling sheath entering hub of the microcatheter. No other damages were noted by the physician in regards to the coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding two axium coils of the same model and lot that had resistance in the sheath and at the catheter hub. It was reported that significant resistance was felt as the distal tip of the coil left the coiling sheath and began entering into the catheter hub. The surgeon felt the non-tapered distal segment of the coil sheath and gap between the non-tapered sheath and the hub of the non-medtronic balloon catheter "may cause the axium coil to break prematurely at the gap causing heavy resistance to occur." The coil was replaced by another manufacturer's product to complete the procedure. The event was not associated with a patient. Concomitant device: microvention sceptor c balloon additional information received reported that there was no malformation or defect noted in the coiling sheath. The doctor stated that as the non-tapered coiling sheath of micrfx coil enters the hub a gap can occur which causes the coil the break and thus leads to the heavy resistance.